Event description:
Facility biomedical technician reported a blood pump malfunctionand effluent pressure pod alarms (0080), and increased clotting alarms. He stated that the nurses had gone though 10 prisma hemofilter sets. He explained that during the 2 hour self test, the machine would fail due to an effluent pressure pod (0080) which consistently happened for 10 hours. The prisma hemofilter set was clotting during treatment and the effluent bag emptied within 1 hour. The patient treatment was then discontinued and reinitiated on another machine without any problems.